Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer just replaced motor and gearboxes and they are leaking grease. No injury or property damage per dealer.